Manufacturer narrative:
Device evaluation: one device was returned for investigation. Device received with front cover faded and worn, out dated pcb and power switch, line cord discolored and worn, microswitch bent, pole clamp discolored, quick connect corroded, enclosure cracked under quick connect, and the water tank cover was cracked on all 4 corners. The complaint was confirmed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the unit was leaking. The unit was not dropped. This happened during a quality maintenance check. No therapy was delayed. There was no patient involvement and no harm/adverse event reported.